Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated infusion set issues with an inset 23, requiring three infusion set changes in one day, including a bent cannula and an insulin occlusion, and the user reported elevated glucose around 360 mg/dl without a confirmatory fingerstick. Symptoms included hyperglycemia. Outcomes included no reported medical intervention or hospitalization. Investigation included customer service troubleshooting and education. Investigation of this case revealed infusion delivery interference consistent with occlusion and cannula deformation, with the specific cause undetermined due to unavailable lot information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.